Event description:
Customer was released from the hospital on 31-october.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the ICU on (B)(6) due to a high blood glucose (bg) level of 48 mmol/l. Prior to arrival, the customer attempted a bolus via their pump. The customer had high ketones which the healthcare provider did not identify as life threatening. In hospital, customer received intravenous fluids of saline and insulin which successfully resolved the issue. A full pump system check was performed with no issues found with the pump, cartridge, or infusion set supplies. However, the customer and healthcare provider suspected the cannula to be the problem. No permanent damage was sustained. Customer was still hospitalized as of (B)(6) and follow-up will be attempted to obtain a release date.